Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, but the specific value was unknown and displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Technical support provided information to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurring malfunctions.